Event description:
It was reported that the bipolar cable was burned through during a urological tur procedure. My understanding at this point is that no one was injured as a result. I'm sure this cable has been used more than the IFU recommended 20 uses - however, because we have disabled any capability for our customers to utilize the rfid technology on the uh400, there is no way for the customer to keep count. No patient injury , but did fail during a procedure.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. This bipolar cable was burned through during a urological tur procedure. The understanding at this point is that no one was injured as a result. This cable has been used more than the IFU recommended 20 uses. The complaints describe that there were issues with uh801, 27040eb and 27040nb/6. As an example it was reported, that this bipolar cable was burned through during a urological tur procedure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
This supplemental report is to correct section d4 of the initial MDR to reflect the accurate UDI number. Evaluation was done as part of a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).